Manufacturer narrative:
Device received with broken battery tube threads. Device received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that there were cracks on the device. Customer's blood glucose was 405 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.